Event description:
It was reported that pt underwent revision procedure due to pain and tibial component loosening.

Manufacturer narrative:
Eval summary: it is unk if bone cement was utilized as no further details were provided. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, activity level, and type of activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the info provided. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated.